Event description:
Published journal source: the following was reported in a study case between (B)(6) 2008 & (B)(6) 2009 for an ankle procedure.the device caused soft-tissue irritation with granuloma formation, necessitating removal 10 months post-op. Patient developed a tenderness and swelling over the insertion site, requiring removal of devices. The tightrope was removed and all overlying inflamed tissue excised. No evidence of infection.

Manufacturer narrative:
This report is provided based on a literature review. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.